Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. During the call, a blood test was performed by the customer and produced e-5 using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 10/2020. At the time of the call the customer stated she was not feeling well and that she was feeling tired. The customer stated she was going to call her doctor or go to the hospital. The customer believed that her sugar was high and no replacement being sent at this time.

Manufacturer narrative:
Sections with additional information as of 22-dec-2020. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.